Event description:
Reportedly, during the lead implantation, the lead was positioned in the septum and electrical values were within correct range with threshold at 1v, sensing at 10.2 mv and impedance at 1035 ohms. However, after some hours the threshold increased above 3.5 v and the physician had to operate again.

Manufacturer narrative:
Correction in section e1: the initial reporter was changed because the information provided in the initial report was not correct. Analysis synthesis: as reported, few hours post implantation, ventricular threshold increase from 1v to 3.5v. Review of quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. On (B)(6) 2024 (one day post implantation), a reintervention was performed to reposition the lead deeper in the septum, which resolved the reported threshold increase. Based on provided information, no lead malfunction is suspected. The exact root-cause could not be determined with certainty; however, the most likely hypothesis is related to an insufficient fixation of the lead to the ventricle that may have led to a lead dislodgement. The results of this investigation are retained and utilized for trending purposes.

Event description:
Reportedly, during the lead implantation, the lead was positioned in the septum and electrical values were within correct range with threshold at 1v, sensing at 10.2 mv and impedance at 1035 ohms. However, after some hours the threshold increased above 3.5 v and the physician had to operate again.